Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "when the surgeon was inserting the stem, the flanges on the stem inserter broke."